Event description:
The reporter states that she obtained the blood glucose results of "lo" (less than 10mg/dl) and 125 mg/dl on the accu-chek active system. The results were obtained within a 10 minute timeframe. No reported action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.